Event description:
It was reported that the patient complained of some fleeting weakness one day since their last follow-up. The device did not time and date stamp an episode. Technical services was contacted as the caller wanted to be able to match if the patient's symptoms related to an episode. The caller was helped to reprogram collection delay to zero so that it would time and date stamp any episode in case of any further symptoms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.